Manufacturer narrative:
Event date: estimated date. Exemption number e2019001. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, the reported inflation issue and balloon rupture appears to be due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the armada 18 percutaneous transluminal angioplasty (pta) catheter could not be inflated a second time after a first inflation in the lower extremity. Reportedly, the tortuous and calcified anatomy could have contributed to the partial inflation of the balloon. Contrast was noted to be leaking into the lower arteries. Another balloon was used to continue the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.